Manufacturer narrative:
A ge service representative performed an onsite investigation. All circuit boards and connections were reseated and the ps2 power supply was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed an intermittent interlock error message immediately followed by a system shut down. There is no report of patient injury.